Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) values reached 280 mg/dl. The patient had a seizure, became dizzy, vomited and blacked out. A ambulance was requested and arrived to help. For treatment, the patient was given sugar water, orange juice and diagnostic tests. The pod was worn longer than 48 hours on the abdomen. The paramedics left after a half hour. The pod was discarded.